Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that for the 2 days prior to the report they had been going to the bathroom a whole lot more. Patient was calling in for help making an adjustment to see if they could get more symptom control. Patient reported they had never made any adjustments before so it was the first time they had ever used the patient programmer. Patient wasn't feeling stimulation and was able to increase until they felt it comfortably in the correct area at 1.90v. It was reviewed the patient may further increase stimulation to comfortable levels and check with their healthcare provider if that doesn't improve symptoms. The patient reported that the return of symptoms happened suddenly. No further complications were reported or anticipated.